Manufacturer narrative:
The lead was returned with no reported event. As received, only the middle portion of the lead was returned in one piece. Visual inspection found an external insulation abrasion breaching the outer insulation proximal to the suture sleeve tie marks consistent with friction to device can. All other damage noted is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis. External abrasion.